Event description:
It was reported that the right atrial (ra) lead exhibited small p waves with some intermittent sensing. There was also probable intermittent or complete loss of atrial capture. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, lead, implanted:(B)(6) 2004. (B)(4).